Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump randomly turned off. The customer's blood glucose was unknown at the time of incident. The customer also stated that the insulin delivery was suspended as there was a difference of 120 points between the blood glucose and sensor glucose values which resulted in fluctuations in blood glucose values. Troubleshooting was not performed and the device is not expected to be returned for analysis.